Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. Blood was also noticed at the coaxial/balloon connection. The balloon and both cables were replaced with resolve and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: upon visual inspection of catheter 2af284 / 07000-37 showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for fifteen injections. The catheter failed the performance test due to a system notice indicating that the safety system detected a compromised outer vacuum (#50032). After dissection, blood was observed in the y-block and service loop within the handle. Pressure tests revealed a leak in the outer balloon at the distal attachment with the catheter tip. In conclusion, the reported system notice #50032 issue has been confirmed through testing. The catheter failed the returned product inspection due to an outer balloon leak at the attachment with the distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. Supplemental report provided due to the return of the product. Further product analysis is pending at this time. If information is provided in the future, a supplemental report will be issued.